Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing ruptured with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "connecta burst during procedure. Contrast agent was injected to patient when completing procedure and connecta burst."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305807. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could no be obtained for our investigation, based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd connecta is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the tubing ruptured with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "connecta burst during procedure. Contrast agent was injected to patient when completing procedure and connecta burst."